Event description:
Patient was connected to an 840 ventilator. A therapist was in the patient room setting up an inline nebulizer treatment. The 840 started to alarm, with high priority alarm "patient not connected". The timer initiated. The therapist indicated bagging of the patient as there was no chest rise despite her initial evaluation of the circuit. Patients saturations did not drop but it appeared to the therapist that the patient was not being ventilated. Another therapist was called to come troubleshoot the ventilator. The machine was unplugged and replugged from air and oxygen, and also powered off and on twice. With 2 therapists present at bedside the patient was connected to the 840, with the circuit intact, and the ventilator continued to alarm "patient not connected" and no apparent chest rise or ventilation. The vent was taken off the patient and replaced with another type of ventilator. The circuit was left on the machine and tagged "do not use" covered and placed in the dirty equipment room. Biomed was called to evaluate.